Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see drops coming out of the tubing. Additionally, it was reported that there were air bubbles in the tubing. The customer reported a blood glucose (bg) level of 55 mg/dl and the bg level was addressed by the customer consuming carbohydrates. Reportedly, the customer successfully changed the tubing. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.